Manufacturer narrative:
The service engineer verified ip and confirmed the battery was not charging, and the amber charge light was not illuminated- confirmed battery harness is plugged in, and battery voltage is only 10v. Swapped battery with customer-supplied battery, and the device passed the relevant performance verification (pv) tests. A new battery was installed, performed pv testing and the unit is approved for use.

Manufacturer narrative:
The issue occurred outside of clinical use. There was no report of patient or user harm.

Event description:
It was reported to philips that the device's battery was not charging. The issue occurred outside of clinical use. There was no report of patient or user harm.